Event description:
It was reported that the 8800 sys had a generator failure error during a case. The 8800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The sys was tested and found to be working as intended and put back into service.